Event description:
It was reported that the mono cable (600290b) sparked and split during general surgery. A new cable was used to complete the case. No patient injury, death or significant delay in surgery occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mono cable (600290b) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Product serial number was provided; thus the device history record (DHR) was reviewed and no anomalies related to the reported issue were identified. A definitive root cause could not be determined. The product lot number indicates a manufacture date of 2017. The issue of sparking and splitting may be the result of breakdown and wear of the cable over time. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.